Event description:
It was reported that the patients ipg was not holding a charge and patient experienced a burning over the battery site when charging. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.

Event description:
It was reported that the patients ipg was not holding a charge and patient experienced a burning over the battery site when charging.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.